Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation: a customer reported that after the insertion of the cook ultrathane mac-loc locking loop biliary drainage catheter into the patient, the metal stiffening cannula was unable to be removed. A new device was used to successfully complete the procedure. The patient did not experience any adverse effects or require any additional procedures. Reviews of documentation including the complaint history, device history record, quality control, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The customer did not return the device for investigation; therefore, a physical examination could not be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the complaint lot confirmed there were no relevant recorded nonconformances and the device was manufactured to current specifications. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of the investigation, a potential root cause has been traced to a component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, following insertion of an ultrathane mac-loc locking loop biliary drainage catheter into the back of an unknown patient during a percutaneous nephrostomy (pcn) procedure, the metal stiffener was unable to be removed from the catheter. A new like device was used to complete the procedure successfully. The patient did not experience any adverse effects or require additional procedures due to this occurrence.

Manufacturer narrative:
D2a - common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - product code: gbo, lje. E1 - customer (person): (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.